Event description:
Broken during soft tissue biopsy the tip of inner stylet broke and got lodged in the subcutaneous tissue; the patient had to be re-anesthetized and then the needle was successfully removed using fluoroscopy guidance. The customer is filing complaint  additional information received from customer on (B)(6) 2012: the patient reported tremendous pain during and after the incident, especially during her recuperation at home. Patient has some bruising and swelling at the site that is still giving her some discomfort.

Manufacturer narrative:
(B)(4). No issues were found during review of the documentation of internal manufacturing device history records for the lot reported that could result in the reported condition. Should additional information become available a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is not available for evaluation. Therefore the reported condition could not be confirmed and a rootcause could not be determined. A follow up medwatch will be submitted upon completion of carefusion's investigation.